Manufacturer narrative:
The intellanav mifi catheter was returned to boston scientific for laboratory analysis. Visual inspection found irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed.

Event description:
During an ablation procedure the intellanav mifi open-irrigated was selected for use. It was reported that during the first ablation there was leakage from the catheter's irrigation tubing. It was also noted that the error message - d05 excessive temperature occurred. Troubleshooting was performed by taping the leak and the physician attempted to ablate. The catheter was then replaced with a device from a different model. And after confirming there was no leakage, they proceeded to insert the device into the patient. The procedure was completed succesfully without patient complication. The device has been returned for analysis.

Event description:
During an ablation procedure the intellanav mifi open-irrigated was selected for use. It was reported that during the first ablation there was leakage from the catheter's irrigation tubing. It was also noted that the error message - d05 excessive temperature occurred. Troubleshooting was performed by taping the leak and the physician attempted to ablate. The catheter was then replaced with a device from a different model. And after confirming there was no leakage, they proceeded to insert the device into the patient. The procedure was completed succesfully without patient complication. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.